Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top case was chipped and cracked also the right plunger case was cracked. During flow and occlusion testing, the reported issue was found. The root cause of the reported issue was found to be normal wear. Motor assembly no longer operates properly as a result of normal wear. Replaced motor assembly. UDI is unknown. No product information has been provided to date.